Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving li oresal [2000 mcg/ml] at a rate of 100 mcg/day via intrathecal drug delivery pump. The indication for use of the drug delivery system was intractable spasticity. It was reported that during the patient's catheter revision, the catheter was spliced at the spine site. The collet would not deploy, so it was changed. It was indicated that the issue was resolved and there was no patient injury as of (B)(6) 2015. There were no patient symptoms, since the issue occurred during surgery. The collet was immediately replaced. The cause was unknown.